Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported he was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer reported that 2 weeks prior to contacting adc customer service he was at a basketball game eating pizza when at approximately 9:00 p.m "he tried to test his blood sugar for about 5 - 6 times but he got no result from the meter". Customer mentioned "he is usually (takes) 18 units of (novolog) insulin but because of what he ate, he added extra dose of insulin and made it 24 units". Customer went home, slept, and reportedly experienced a seizure between the hours of midnight and 3:00 a.m. And bit his tongue. Customer further reported his "parents gave him food and beverage" and at around 4:00 a.m he "did a test using his other meter and got a result of 165mg/dl". The following day, the customer "took pain medication in the form of gel" for his tongue and self-presented to his doctor where he was advised to "keep on testing his blood sugar and to be careful with what he eats and to continue with the gel for his tongue and to drink salt water". Customer additionally mentioned he has a history of seizing "whenever his blood sugar is low". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The initial 30-day report was populated as 'freestyle freedom lite' incorrectly. Correct brand name is freestyle freedom and section d1 has been updated to reflect the correct information.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. The date entered in section b3 is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.